Event description:
The patient reported that the infusion device often displays e4 (occlusion) error and she experienced elevated blood glucose for five days in 2009 of up to 309 mg/dl. Her normal blood glucose range is 80-120 mg/dl. She changes the infusion site every 2-3 days and the infusion tubing every 4-6 days. She changes the insulin cartridge every 4-14 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.